Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -9.00 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a shorter length lens due to excessive vault. This exchange resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Expiration date: 01-31-2025. Claim#: (B)(4).